Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The procedure was completed under regional anesthesia. Additionally, fiducial markers were placed the same day as the procedure. After the procedure the patient experienced discomfort in rectal area and ongoing constant diarrhea. Magnetic resonance imaging (MRI) was performed on (B)(6) 2021 and showed that 40% of spaceoar hydrogel was in the rectal area. The patient began radiation therapy on (B)(6) 2022 and received left acetabulum bony metastasis stereotactic body radiotherapy (sbrt) 3.0 gy in 3 closed fractions. Radiation therapy was delayed until the spaceoar gel is reabsorbed. An additional MRI is scheduled for (B)(6) 2021.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Manufacturer narrative:
Additional information received on 24jan2022 update on the following field. B5: describe event or problem. B7: relevant history . H6: patient codes. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6), 2021. The procedure was completed under regional anesthesia. Additionally, fiducial markers were placed the same day as the procedure. After the procedure the patient experienced discomfort in rectal area and ongoing constant diarrhea. Magnetic resonance imaging (MRI) was performed on (B)(6), 2021 and showed that 40% of spaceoar hydrogel was in the rectal area. The patient began radiation therapy on (B)(6), 2022 and received left acetabulum bony metastasis stereotactic body radiotherapy (sbrt) 3.0 gy in 3 closed fractions. Radiation therapy was delayed until the spaceoar gel is reabsorbed. An additional MRI is scheduled for (B)(6), 2021. Additional information received on january 24, 2022: the magnetic resonance imaging (MRI) showed a rectal wall infiltration. The infiltration of the rectal wall is from 11 o'clock and 2 o'clock position. He completed stereotactic body radiotherapy (sbrt) of the left acetabulum on (B)(6) 2022. He also presented with a complaint of urinary retention and needed a foley catheter to be placed.